Event description:
Pt arrived in ed 1/16 2:15 pm in complete heart block; external pacemaker was placed on at 3:25 pm. At 5:44 pm the pacer malfunctioned; pt became asystolic, compressions and ventilation begin. At 5:46 pm the external pacer was functioning after changing outlets. The same pacer was used until a replacement was secured.